Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01456. The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient had lost a lot of weight and complained of pain at her ipg pocket site. The physician revised the patient's ipg pocket on (B)(6) 2011. It was reported that approximately one hour after postoperative programming, the patient stated that she could no longer turn her stimulation up to perception. Diagnostic tests revealed high impedance measurements on several lead contacts. A few days later, the patient reported, she was unable to turn her stimulation up to perception again. Diagnostic tests revealed high impedance; however, different lead contacts were exhibiting the high readings. The patient was allegedly reprogrammed and achieved adequate stimulation. No further patient complications were reported.